Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood glucose levels in the range of 80 mg/dl to 180 mg/dl. The customer reported an incident where she had high blood glucose levels. The customer reported that she was using eye drops with cortisone in them during that time and she was also hospitalized. No additional information was provided.